Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed without patient injury. It was indicated that the lens dislocated after insertion and the facility stated the lens was free of defects. The surgeon believes there was no product malfunction. The model and lot numbers of the cartridge and injector are unknown.